Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicm5_12.1 implantable collamer lens, -05.00 diopter, within the same surgery due to the lens folded on itself and would not open. The lens tore upon removal from the eye. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).